Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Attempts to resolve the issue with various charging methods were unsuccessful, as the charging connection was unstable and not recognized. Technical support instructed the customer to use a wall outlet and different usb ports, but these efforts did not resolve the problem. Consequently, a replacement tandem charging cable and wall adaptor were sent to the customer, and if the pump battery depletes before receiving these, the customer is to rely on an alternative form of insulin therapy.